Event description:
The customer reported non-reproducible, erroneous troponin I (accu tni) results, for several pts, involving two unicel dxi 800 access immunoassay systems. This is report number one of two. It is unk if the erroneous results were rereleased out of the laboratory. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the units.

Manufacturer narrative:
On (B)(6) 2007, the field service engineer (fse) performed and completed all hardware tests successfully. The fse performed mini troponin I precision/control test across all four pipettors, which met specs. The customer was satisfied with all test/qc results and resumed normal system operation. The units conformed to the MFR's performance specs. The customer stated there had not been any further troponin I pt result issues since service was completed. The customer stated the fse provided bd (becton dickinson) guidelines to address pre-analytical sample handling. The customer stated specimens were not centrifuged for the appropriate amount of time. The customer stated the laboratory has changed the troponin I critical high value and therefore the erroneous results obtained for this event were within the risk stratification range, which repeated within the normal reference interval. This reproduce the elevated result claimed by the customer. The cause of the event is inconclusive. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05616.